Event description:
It was reported that the radio frequency programmer head was in need of repair. Follow-up determined that the sales representative was unable to definitively say what was wrong with each head, they were collected in a box over time and then sent back for service. The device was analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the program button was stuck in the down position and was broken, the main printed circuit board (pcb) was corroded, the device failed light-emitting diode (led) and button tests, and the device also failed the electromagnetic field immunity test due to the case being out of electrical specification. (B)(4).